Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after changing infusion site from the abdomen to the thigh while using a teflon 6 mm, 23 inch inset, with the user and agent discussing potential absorption differences associated with the new site. Symptoms included shakiness and fatigue, and the lowest recorded blood glucose was 48 mg/dl with low glucose duration of approximately 25 minutes; the device issued low and urgent low alerts. Outcomes included self-treatment with oral carbohydrates without the need for assistance or professional medical intervention, and no hospitalization occurred. Investigation included complaint intake, troubleshooting, and user education regarding site location and absorption. Investigation of this case revealed no device malfunction and suggested that the change in infusion site could impact insulin absorption, which can contribute to hypoglycemia, but the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.